Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan otr pump, two cylinders, reservoir and detached inlet tube with connector were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. Testing revealed this to be a site of leakage. A group of partial separations, indicating contact with unshod instrumentation, was noted on the reservoir strain relief. Testing revealed this to not be a site of leakage. Partial separations within abrasion were noted on the shorter exhaust tube and inlet tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted on the longer exhaust tube of the pump and both cylinder exhaust tubes. No functional abnormalities were noted with either cylinder or detached inlet tube with connector. Based on examination of the returned components, it was concluded that while in-vivo all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress to separate the shorter exhaust tube of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations noted in the reservoir inlet tube and strain relief occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, it was reported that an inflatable penile prosthesis was explanted due to a malfunction, break in tubing by pump. Another inflatable penile prosthesis was implanted.